Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge or recognize battery pack) was confirmed. Upon evaluation, the battery board was contaminated. The cause of the inability to recognize a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem would not charge his battery packs and would continually prompt to insert a battery. The pt was issued a replacement battery pack.